Event description:
Approximately three days post hvad implant via off pump thoracotomy approach the patient was found to have dilated pupils on morning assessment. The patient was taken for a computerized tomography (CT) scan of the brain which showed a "sub-arachnoid hemorrhage in right peri-occipital region without signs of uncal or other herniation." Neurosurgery was consulted. A repeat CT scan the following day was unchanged. Further details regarding the testing, treatment and current status of the patient have not been reported. Additional information has been requested. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient was suffered a sub-arachnoid hemorrhage. Per the last report from the hospital the patient remains hospitalized, but is overall fine. The pump remains implanted in the patient and therefore will not be returned to the manufacturer for analysis. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.